Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and receive request to rewind the insulin pump but unable to complete rewind. No harm requiring medical intervention was reported. The customer will continue the use of device.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022, the customer alleged high blood glucose,a broken force sensor was detected during seating or regular delivery and software error detected. The test p-cap locks properly in place in the reservoir compartment noted. Device received with battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay during the visual inspection. Thump was utilized and downloaded trace/history files properly. Device passed the self test. Device alarmed software error detected on (B)(6) 2022 at 08:50:10.000 (esf# 3730112, file number: 16, line number: 450) during rewind test. Unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to software error detected no a broken force sensor was detected during seating or regular delivery alarms during testing. Software error detected was present in the history download on event date of may 04, 2022 at 19:42:10.000. Esf# 3730112, file number: 16, line number: 450. No a broken force sensor was detected during seating or regular delivery alarms found in device history. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Force sensor was measured and is within specification (22.2 mv at zero offset). In summary, device passed all required testing. Unable to verify high blood glucose. Software error detected was confirmed due to hardware anomaly. A broken force sensor was detected during seating or regular delivery confirmed due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.